Event description:
It was reported, the end of the lag screw was damaged. This required extraction of the device and implanting another device of different length. This caused the surgery time to be extended. Patient had hard bone and tapping was not performed before insertion of lag screw. Also, the inserter device might have become loose allowing it to damage the end of the lag screw.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.